Manufacturer narrative:
Failure analysis noted that the insulin pump passed the prime/compromised force sensor system alarm and displacement tests. The pump alarmed no delivery during the excessive no delivery alarm test due to faulty force sensor resistor (gold). The pump had a cracked reservoir tube lip and a cracked case near the display window corners and scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The customer's blood glucose was 161 mg/dl at the time of incident. The customer stated that he called the day before and went through troubleshooting but he was still having the same issues. The customer was advised to revert to a back-up plan and that the pump would be replaced. The pump was returned for analysis.